Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced low battery alarm or short battery life. The customer reported hyperglycemia, hyperglycemia treated with IV insulin drip (intravenous insulin infusion), hospitalization: overnight stay. The event involved product(s) unomedical, mmt-332a, and mmt-1880l. Troubleshooting was performed. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-332a. Mmt-1880l was requested and customer response was the device will be returned.

Manufacturer narrative:
The thump and carelink software was utilized and downloaded trace/history files properly. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 30-oct-2024 in the pump history file. In further analysis in the pump history found lowbatteryalert (104) on 09/02/2024 at 04:47:00. With reference to the battery duration failure analysis instructions, the customer experienced an unexpected power loss of less than 7 days per the pump history records. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08750 inches. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. However, found dried insulin on the motor slide. The force sensor offset measured within spec range during testing (24.1 mv). The test p-cap locks properly in place in the reservoir compartment noted. Pump received with missing display window cover, cracked select button keypad overlay, pillowing keypad overlay, keypad overlay texture damage, broken belt clip rails, cracked battery tube threads and cracked case behind the pump at the battery compartment during the visual inspection. Unable to verify customer alleged for high bg. The force sensor is within specification. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Unexpected battery power loss/charge/battery lasts less than expected was confirmed, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.